Manufacturer narrative:
Device is combination product. The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-01495, 2134265-2013-01496, 2134265-2013-01498. It was reported that during a rotational atherectomy and stenting treatment procedure, a vessel perforation and patient death occurred. Vascular access was gained via the right femoral artery. The 80% stenosed, 4.0x18 mm target lesion was located in the calcified and moderately tortuous mid left anterior descending artery (lad). A non bsc 6fr jcl4 guide catheter and a non bsc guide wire were advanced. A 3.0x15mm emerge balloon was inflated 3 times to 12-14 atms for 5-15 seconds. A 3.0x15 maverick otw balloon was inserted, and the rotawire guide wire was exchanged for the non bsc guide wire. The rotablator system was platformed at 195,000 rpms. A 1.25mm rotablator rotalink plus burr was inserted, and 2 runs of 195,000 to 200,000 rpms for 25 seconds each were performed. The burr was exchanged to a 1.5mm burr with the same advancer, and 3 runs were performed at 190,000 rpms for 20 seconds each. A 3.0x15mm maverick otw balloon was inserted and inflated to 8 atms for 10 seconds. A 3.0x15mm quantum balloon was inserted and inflated to 14 and 16 atms for 10 seconds each. A 3.5x24mm promus element plus monorail stent delivery system was advanced, and the stent was deployed at 12 atms for 10 seconds. A 4.0x15mm nc quantum apex monorail balloon was advanced for post-dilation, and inflated for 18 and 16 atms for 10 seconds each. A vessel perforation was then noted. An unspecified balloon was inflated at 16atms for 10 minutes and at 8 atms for 10 minutes. A 4.0x19mm non-bsc stent was inserted and deployed at 10 atms for 20 seconds. The patient was intubated, the blood pressure dropped, CPR started, and a 3.0x15mm quantum balloon was inserted and inflated to 8 atms for 10 seconds. The patient was defibrillated with continuing CPR, pericardiocentesis was performed, and the patient expired. In the stated opinion of the physician, the cause/contributing factor to the perforation was vessel calcification, and the cause/contributing factor to the death was ischemia and focal tamponade.